Manufacturer narrative:
Manufacturer name, city and state: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn : (B)(4). Model : sc-2218-70. Serial: (B)(4). Batch: 7078174/7086840.

Event description:
It was reported that the patient underwent a system explant procedure due to patients body rejecting the implants and not healing well. No device malfunction suspected, and all device components will not be returned as they were kept by the medical facility.